Event description:
International affiliate reports that the spinal cage broke when being impacted into place. A broken fragment of the cage remains in the pt. As an unintended portion of the device remains in the pt, a medwatch report is being filed to documented this event.

Manufacturer narrative:
No conclusion can be made at this time. However, the most likely cause of the event is the application of a typical force upon the cage during its insertion. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.